Manufacturer narrative:
Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. The correct test value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the health care professional called to request help linking the meter with the insulin pump. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.